Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station screen freeze. The customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck. A field service engineer found the corrupted image on drive, downloaded new image and reimaged the device and configured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.